Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that the pacemaker has generally not been beneficial to them. They have noticed that their heart is beating harder and it took a long to recover post implant. The patient reported a "frying feeling on the ends of my fingers" when within two-three feet of a microwave. The patient reports feeling tired and cold with "no blood circulation". Patient also mentioned a time when next to a vehicle with the hood up and their "whole body was shaking". Patient that one of their leads is not turned. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.